Event description:
Device is at eri indication with unexpected battery behavior. No adverse patient events were reported. A temporary pacemaker was implanted with plan to replace the ICD. Should additional information be received, this file will be updated.